Manufacturer narrative:
(B)(4). The evaluation and repair of the device has not been completed.

Event description:
It was reported that during patient use, the ventilator graphic user interface (gui) upper display became inoperative. Although the device did not stop cycling, the patient was transferred to another ventilator. There is no report of serious injury or death associated with this event.